Manufacturer narrative:
(B)(4). MDR 9610877-2016-00116 is being submitted for the first patient involved in the event MDR 9610877-2016-00117 is being submitted for the second patient involved in the event this MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical received a report for an event which occurred at (B)(6) which stated, upon analyzing the samples of two patients that were examined on two sequential days using the eb-1970ak, "the department of microbiology noticed that the bronchoalveolar lavage (bal) samples contained an unusual finding; both of them contained neisseria meningitidis, an unusual microbe to be found in bal, though it is quite usual in the bacteria fauna in larynx area". The department of microbiology consulted the physician responsible for infection control and it was proposed that the re-processing and handling process of the endoscopes should be examined. In addition, it was proposed that all endoscopes and automated endoscope reprocessors (aer) should also be examined. Samples were taken after some further re-processing cycles (swabs and brush samples) of pentax model ed-1970ak/serial (B)(4) and were found negative. The results of the microbiological analysis of the aers (bellimed wd-425e) were pending as of the date of the initial communication. The endoscope involved in the event was returned to pentax (B)(4). The channel system was replaced and the endoscope was returned to the customer. On 08/23/2012, information was received from the facility stating the results of the microbiological findings from all the aers were negative (clean). On 09/21/2012, pentax medical was informed that since the facility accepted the repairs and since all the samples, including the samples taken from the aers, were found negative (clean), the investigation at the facility was closed. Due to this, further investigation by pentax medical was not conducted.

Manufacturer narrative:
(B)(4). (Exemption number e2015036). Correction(s): device available for evaluation: corrected to yes as the device was returned to the manufacturer for evaluation as stated in the 30 day initial report. The statement "this MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report" entered in the 30 day initial report is being removed as this event was received in 2012.

Event description:
On 20/jul/2016, a device history review was performed which confirmed the bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information has been received for this event, pentax medical considers this medwatch report closed.